Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient required a device revision on (B)(6) 2025. Due to mechanical failure for the past 4 months, the device did not inflate, presented with a collapsed pump, and lacked axial rigidity. A penile color doppler ultrasound was performed, which concluded: empty reservoir, non-inflatable device, and collapsed pump. Distal cylinders well positioned.